Manufacturer narrative:
Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. The device was not yet received for investigation, however it is mentioned by complainant it will returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in the report is not marketed in USA, but devices with similar characteristics (i.e biolox-forte head 28/-3.5 's' 12/14) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It is reported that a patient was implanted with a sulox, head, m,¸ 32/0, taper 12/14 on (B)(6) 2012 on the left side. The device broke and was revised on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) years old male patient with medium activity level underwent a revision surgery of his left thr on (B)(6) 2016 due to breakage of sulox head. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: sulox ceramic head and durasul alpha insert were received for the investigation of the case. The broken ceramic head was returned in (B)(4) large and (B)(4) small fragments. (B)(6) of the implant volume was missing. Fragments 1, 2, 3 and 4 show primary and secondary metal transfer. In addition, fragments 1, 3 and 4 show primary metal transfer on the bottom, while fragment 2 does not contain any part of the bottom, fragment 1 also shows secondary metal transfer on the bottom, the other large fragments do not contain sufficient area of the bottom to assess for secondary metal transfer. Inspection of the fracture surfaces shows only the fracture surfaces of fragments 1 and 4 have secondary metal transfer. Inspection of the articulating surface the ceramic head demonstrates strong metal transfer present on fragment 2. However, since the large parts of the bottom of the cone are missing, the fracture origin could not be identified. The received durasul alpha insert is significantly deformed. The articulating surface of the insert is worn quite much deep into the base. It is assumed that after the ceramic head was broken the insert came to the contact with the stem taper and subsequently higher wear rate started due to the sharp metallic neck contact. The rim of the insert has cuts and scratches, which probably happened during the explantation of the insert. The anchoring surface has rather less deformations visible. The cuts observed are assumed to be happened during the explantation. Four big indents due to contact with the metallic pin of the shell are observed. The individual peer of the 2 pairs are very close to each other. It might be explained that the surgeon tried to impact the insert for two times into the shell. The pole plug seems almost intact, however, the wear coming through the articulating base of the insert goes up till the pole plug location and leads to tear up there. The density of the all large fragments were measured to be higher than 3.98 g/cm3, while the specified value is needed to be higher than 3.96 g/cm3. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer (B)(4). Conclusion summary: neither x-rays nor surgery reports were received to make a deep assessment of the reported failure. Since a considerable amount of broken ceramic head pieces were not available, it was not possible to find the origin of fracture. The possible reasons why the head got broken include: particles left between the stem and the head, wrong head offset selection or damaged stem taper during the primary implantation surgery. Subsequently, after the head breakage the stem got in contact with the pe insert and it is seen that the insert thereby got significant damage. However, for the ceramic head respective quality data's (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform with the specifications. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).